Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 7 am. The cca noted that the patient manages her diabetes with pills, diet and/or exercise and due to the issue with the meter, there were no changes made to her routine. At 12 pm, she stated feeling hot, dizzy, sweaty, sick and lightheaded, after the power issue began, which she associated to low blood glucose and treated with food and/or drink. At the time of troubleshooting, the cca noted that the battery was not due for replacement at the time. The strips were also confirmed as the correct type and there was no information of misuse of meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hypoglycemia, and self treated after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.